Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 15cm distal to the is-1 connector pin. The proximal fragment (including the yoke and connector pins) was received for analysis. The distal fragment (including the rv, svc shock coils and lead tip) was not returned. The returned lead fragment was visually analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 69 months, oversensing on the ventricular channel was reported. Additional shock lead was implanted.